Manufacturer narrative:
(B)(4). D10: unk metasul head 40 mm and unk metasul liner 40 mm. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to lysis, metallosis, and loosening. Attempts have been made and no further information has been provided.